Manufacturer narrative:
On (B)(6)-2021, the date of event was provided as s(B)(6)-2021, as such, field b3. Date of event has been updated with this information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed the hemostatic valve and silicone ring were found dislodged. A dilator was inserted into the vizigo device and the dilator got stuck close to handle. The sheath was dissected, and the hemostatic valve and silicone ring were found. A microscopic analysis was performed, and the brim cap and the silicone ring showed evidence of stress marks on the outer diameter. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. Note: the date of event was reported as unknown. The only information was reported as the event year as 2021, therefore, field date of event has been populated as 1/1/2021. Investigation findings: no device problem found / investigation conclusions: no problem detected were selected as related to the customer¿s reported damaged tip. (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve separation. It was initially reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was physically damaged at the tip and made it impossible to fit the catheter inside. The damage did not result in exposed wires or lifted/sharp rings. There was no resistance. There was no patient consequence. On 29-aug-2021, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, pal revealed that a visual inspection of the device found the hemostatic valve and silicone ring were dislodged. This finding was assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product analysis on (B)(6) 2021 and reassessed it as MDR reportable.